Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead exhibited low sensing and no current of injury. Additionally, the helix failed to fully extend. This lead was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.